Event description:
A clearview hcg pregnancy test was carried out on a pt in end stage renal failure prior to kidney transplant. The pt's period was late but exact dates not known. Clearview hacg result was negative and pt went to surgery. No confirmatory serum hcg test was done. One week post-op the pt was found to be seven weeks pregnant. By ultrasound. Pregnancy lost at nine weeks.